Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site and replaced the original power enclosure with a new one and updated firmware. The ias would then not drive due to a bad at install power enclosure. The original power enclosure was reinstalled and the motion functioned. The issue was resolved by installing the original closure. The bad at install power enclosure (lot# fwfd6) was returned and analysis found the device failed bench testing. Transistors q28 and q14 were shorted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a field service engineer (fse) regarding an imaging device. It was reported that the image acquisition system (ias) would not drive after receiving a new power enclosure. It was noted that there was no motion of the actual system as a whole using the drive handle. No manual work arounds were done to resolve the issue of the ias not driving. There was no patient involvement.